Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump experienced malfunction. It was reported that the patient was hospitalize due to the pump malfunction. It was also reported that there was no patient injury. No additional adverse effects reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Error history log found related evidence of reported issue. Battery loss alarm test: pump ran 2min 29.70sec, pump alarmed 2min 37.92sec, stop watch #6722 test: was performed and passed.customer problem was not duplicated during the investigation; however, multiple power turned off, power down, pump turned on and no disposable alarm messages were found in the pump's event history logs. Actions/repairs were done to correct the reported issue: downstream occlusion sensor replaced.

Event description:
Additional information was received that indicated that the device lost programming.